Manufacturer narrative:
The customer found the reaction cells were overflowing. Further information was requested but was not provided. The investigation determined the hardware issue was the cause of the event. With limited information, it was not possible to assess which part was faulty/leaky or was replaced.

Manufacturer narrative:
The reagent lot number was 809617. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of a questionable cobas integra creatinine plus ver.2 assay result from the cobas 6000 c501 module. The initial result was 5.66 mg/dl and the repeat result was 0.94 mg/dl. The questionable result was not reported outside of the laboratory.